Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer loaded a new cartridge and then received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 185-220 mg/dl.